Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) severe calcification <(>&<)> vessel tortuosity; deformation problem. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) severe calcification <(>&<)> vessel tortuosity; inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to severely calcified lesion at the lcx with tortuous vessel but the device could not cross. When the stent was removed it was noted to be deformed. Lesion was dilated twice with a balloon and another stent was dislodged while attempting to deliver it. The patient is well. Evaluation summary: the distal tip was slightly flared indicating that it may have been flared. A number of struts on the 8th proximal stent segment were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).